Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 years, 10 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for suspected pump thrombus. The patient had experienced recent high flows and powers as well as elevated lactate dehydrogenase (ldh) values of 940 u/l compared to a baseline of 500 u/l. The patient was administered heparin gtt. It was reported that upon treatment, the pump parameters initially normalized but then were reported to be increasing again. It was reported that the patient did not experience any other symptoms. On (B)(6) 2015, it was reported that the patient's ldh remained elevated and the patient would continue to be evaluated for suspected thrombus. No further information was provided.

Manufacturer narrative:
The report of elevated pump power and elevated pump flow values were confirmed upon evaluation of the submitted system controller log file; however, a correlation between the pump and the report of suspected pump thrombosis could not be determined as the device was not returned for evaluation. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical representative received on (B)(6) 2015 stating that the patient's condition remained the same and the patient remained clinically stable. On (B)(6) 2016, the patient had been discharged.